Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the treatment got completed by transferring the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed c arm movement issue. Upon functional testing the fse found that there was an issue with potentiometer which did not allow c arm to move in propeller direction. The fse replaced potentiometer. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It has been reported to philips that the c-arm was spinning, and it was not in the right direction. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.